Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient elevated heart rate impacted this device ability to store some diagnostics measurements. Boston scientific technical services (ts) discussed reprogramming options to address the issue. No adverse patient effects were reported.